Event description:
It was reported that, "(B)(6) 2007: pt underwent fight total hip arthroplasty. On (B)(6) 2007: pt underwent retrograde im nailing of his right femur x/p femoral shaft fracture. On (B)(6) 2007: it was noted that pt had loosening of the acetabular component of his total hip arthroplasty. On (B)(6) 2007: it was noted that pt had continued pain and stiffness in the hip with redness and infection with drainage. He was then scheduled for surgery on (B)(6) 2007, for removal of right tha implants and irrigation and débridement of the right hip.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 36 mm/0, cat# 6260-9-136, lot# 4ajmed. Trident 10 x 3 insert 36 mm ID, cat# 623-10-36e, lot#k59mta. Accolade plus tmzf hip stem #1, cat# 6021-0130, lot# 20870903. Gap plate screws, cat# 2080-0030, lot# 61nmed. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the devices cannot be performed as the revised devices were discarded in 2007 and were not returned to the MFR. When completed, the eval summary will be submitted in a supplemental report.